Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 at 12:00 am due to a low blood glucose of 17 mg/dl. The customer experienced no symptoms related to low blood glucose. The customer stated that they treated the low blood glucose with glucose tablets. The customer was wearing the insulin pump at the time of admission. Troubleshooting for low blood glucose was provided. No issues were found. The insulin pump will not be returned for analysis.